Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under instruction for use, it states, "orthopaedic instruments do not have an indefinite functional life. All re-usable instruments are subjected to repeated stresses related to bone contact, impaction, routine cleaning, and sterilization processes. Instruments should be carefully inspected before each use to ensure that they are fully functional. Scratches or dents can result in breakage." Dimensional evaluation found component to be within appropriate design specification and there was no evidence of product nonconformance. Visual inspection of device found signs of wear and scratches. A conclusive root cause of the event could not be determined.

Event description:
During a humeral open reduction internal fixation procedure, the locking bolt fractured in the nail, causing the need to remove the nail and implant another nail into the patient.